Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on (B)(6) 2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endocervical squamous metaplasia, leiomyoma of uterus, unspecified, menorrhagia, pelvic pain and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced herpes zoster ("shingles on my neck"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). Essure was removed. At the time of the report, the medical device removal and herpes zoster outcome was unknown. The reporter considered herpes zoster and medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, patient medical history, action taken with drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on (B)(6) 2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced herpes zoster ("shingles on my neck"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the medical device removal and herpes zoster outcome was unknown. The reporter considered herpes zoster and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal scheduled on (B)(6) 2020') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced herpes zoster ("shingles on my neck"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). At the time of the report, the medical device removal and herpes zoster outcome was unknown. The reporter considered herpes zoster and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Case category updated to serious incident. Event medical device removal added. Reporter information, essure insertion date, plaintiff's date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.